Event description:
According to the event description: patient was on IV compound sodium lactate drip, running at 41.67 ml/hr. User reported that vtbi was about 400 mls upon taking over at 1400 hr. At 2045 hr, night staff found that the vtbi was 355mls when doing physical check at bedside. The last top up of IV drip was done at 0632 hr on (B)(6) 24. Night staff realized that the IV drip was supposed to be finished around 1832 hr but was not topped up. Supposedly, by 1400 hr, about 333 mls should be infused and vtbi should be about 167 mls. The volume of IV drip on b.braun pump does not tally with the actual infusion volume when manually calculated.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. General information: complaint: (B)(4). Information to the sample: model: infusomat space. Article number: 8713050. Serial number/batch: (B)(6). Software version: n030005. Hours of operation: 20091. Further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. The device history files from (B)(6) 2024 were read and analyzed. In the morning at 06:30 am a new volume of 490ml was selected. The infusion started with a rate of 41,67ml/h. Also, the pressure alarm occurred two times. The reason for the pressure alarm could not be clarified. A line change was performed, two times and the infusion was continued. In the night at 06:30pm the pre-alarm occurred, and the infusion stopped. At this time, 487,45ml was infused. No other abnormalities were found. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -0,75%. (B)(4). All measured values are within our specification. Disassembling: the device was disassembled and the inside was investigated. Inside the device could be found liquid residues on the emc protection shield, the bottom inner frame, the lower housing and the operating unit. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Addition information: the damage parts, are damaged by liquid.